Event description:
The patient's mother reported the pink slide was not visible which would indicate a needle mechanism failure. It was reported that the patient went to the emergency room (ER) with hyperglycemia and high ketones on (B)(6) 2026 by ambulance. The patient's blood glucose levels reached greater than 27 mmol/l (486 mg/dl) while wearing the pod between 49 and 71 hours. It was reported that the emergency services had the patient remove the pod before transporting the patient to the ER. Symptoms reported include headache, felt sick, pale, mild redness at the infusion site and a loss of consciousness. The patient was diagnosed with dehydration, hyperglycemia and high ketones. The patient was treated with intravenous saline and dextrose. The patient was sent home five to six hours later the same day, (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.